Event description:
It was reported that when the staff tried to start the ac3, they got a "purge failure subcode 5" alarm. It was noted that the helium was turned on and there is an ECG and arterial pressure waveform on the pump. It was also noted the gas tubing was connected and that they tried turning the pump off and on. As a result, the staff switched to a second pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "purge failure subcode 5" alarm was confirmed by the field service agent. According to the service report, the pump assembly was replaced due to blood backup. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the staff tried to start the ac3, they got a "purge failure subcode 5" alarm. It was noted that the helium was turned on and there is an ECG and arterial pressure waveform on the pump. It was also noted the gas tubing was connected and that they tried turning the pump off and on. As a result, the staff switched to a second pump. There was no report of patient complications, serious injury or death.